Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported high purge pressure has been completed. The device was returned, and the leak was confirmed. Adding additional dextrose to the purge, the viscosity of the purge fluid increased therefore increasing the purge pressure. The root cause of the first purge cassette leak was found to be a piston cylinder leak/insufficient piston/cylinder seal. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. It was reported that the device exhibited a purge leak, and the staff replaced the purge cassette. The device exhibited high purge pressure alarm after the cassette was replaced and the purge cassette again leaked. The purge cassette was replaced again, the purge flow rate continues to rise, and the purge pressure continues to fall. The console was replaced; however, the alarm did not resolve. The resolution for this device is unknown. Additional information noted that patient outcome was death due to respiratory failure. There is not enough information to exclude the impella device as an associated factor in the patient's demise.